Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During the investigation, the flattening did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. The damaged cannula did not contribute towards the reported leaking during wear. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of leaking during wear at the infusion site (leg). The investigation observed a flattened cannula. It was also reported that the patient's blood glucose level rose to 15.6 mmol/l (280 mg/dl) while wearing the pod between 37 and 48 hours.